Event description:
Device 4 of 4. Reference MFR. Report# 1627487-2019-02449, reference MFR. Report# 1627487-2019-02450, reference MFR. Report# 1627487-2019-04276. Follow-up information revealed the physician implanted an additional lead and cranial burr hole cover system during the implant procedure on (B)(6) 2019. The patient's additional lead and guardian cranial burr hole cover system have been added to this report as (device 3 and device 4).